Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, customer was playing and fell on the pump causing the touch screen to become cracked. Customer is unable to interact with the pump due to the damage and missing pieces of the touch screen. Customer's blood glucose was between 120-130 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.